Event description:
It was observed that during the device evaluation, the subject device exhibited a cracked cable protector. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the user did not follow the manufacturer's instructions. The event can be prevented by following the instructions for use which state: each part of the camera head must not be subjected to strong force or impact. Inflicting strong force or impact on each part of the camera head may result in a breakdown of the device. - do not squeeze, pull, twist, rub the camera cable hard. Also do not bend the camera cable into a small arc whose diameter is 20 cm or smaller. A probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.